Manufacturer narrative:
(B)(4). Date sent: 9/18/2024 d4: batch # 975c53. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with a 6r45b reload present. The reload was received unfired. The device and returned reload were tested for functionality and it fired, cut and formed the staples as intended. The staple line and the cut line were complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device, as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 975c53, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when the stapler was driven into the abdomen with the reload attached (closed, first magazine, easily engaged, the click had been heard) and the stapler was opened, the reload completely dislodged and ended up in the patient's abdomen. When they inspect the stapler, they see it is extremely easy to get the reload on and off, it comes off with just a little pressure with the "little finger". It feels like the "click part" is not pronounced enough (the question of whether it is on the stacker or the magazine). The magazine could be taken out of the abdomen through trocars, but there was a great risk of patient injury due to the conversion risk. It was changed to a new stapler and it felt "as usual" again with the necessary very hard pressure to get the stapler magazine free. No patient consequences were reported.